Event description:
Additional information received reported the patient was scheduled for a pump replacement secondary to normal battery depletion (as previously reported). During the surgery, the physician was unable to aspirate fluid from the catheter, and the catheter was subsequently replaced. The event severity was mild and was related to the catheter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that "unable to aspirate fluid from catheter" was no longer applicable to this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. The catheter was incomplete and returned in segments. Analysis of the catheter revealed acceptable testing; no significant anomaly found.

Event description:
It was reported a (B)(6) study and (B)(6) study were performed. The catheter was occluded and there was precipitated drug at the tip. The pump was at end of life (eol). The pump and catheter were explanted. The patient has a history of radiculopathy. The patient recovered without sequela. The pump was delivering dilaudid.

Manufacturer narrative:
(B)(4). The previously reported conclusion code no longer applies to this event. Method, result, and conclusion codes were updated to adhere with current coding guidance.

Event description:
Additional information received reported that the patient was experiencing more intense pain. The location of the catheter issue was unknown by the healthcare professional (hcp). The issue was identified by surgical observation and resulted in explant and replacement. No catheter segments were left in the patient not in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).